Event description:
Reporter stated that patient's capillary blood glucose was measured, using the suspect device, with a result of 548 mg/dl. Within 5 minutes, patient's venous blood glucose was reportedly measured in a reference lab with a result of 198 mg/dl. Reporter noted that patient performed an additional comparison: the suspect device result was 395 mg/dl and the reference lab result was 143 mg/dl. No patient injury was reported. Reporter did not know if quality control testing had been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.